Manufacturer narrative:
Additional information: ( device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed plug and inspected plug assembly. Observed that the sensor plug had a sensor tail that was untucked. Extended investigation has also been performed. Linearity testing has been performed and no failure mode observed. The electronics are functioning properly, all results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer¿s caregiver reported customer received unspecified higher readings from his adc freestyle libre sensor than unspecified readings from the built-in meter. It was further reported that on (B)(6) 2019 customer received the readings but then began to experience ¿weakness and subsequently a loss of consciousness¿. Customer self-treated by ingesting a ¿glucose sprint¿ but then called the paramedics. Upon arrival the paramedics administered water with sugar. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Investigation in process.

Event description:
Customer¿s caregiver reported customer received unspecified higher readings from his adc freestyle libre sensor than unspecified readings from the built-in meter. It was further reported that on (B)(6) 2019 customer received the readings but then began to experience ¿weakness and subsequently a loss of consciousness¿. Customer self-treated by ingesting a ¿glucose sprint¿ but then called the paramedics. Upon arrival the paramedics administered water with sugar. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.